Manufacturer narrative:
The following products were used in the surgery: product ID: 976-142, qty: 1, UDI: (B)(4), 510(k): k021461; and product ID: 876-816, qty: 4, UDI: (B)(4), 510(k): k970806. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Operational approach: extrapharyngeal anterolateral levels of operation: c5-c6, c6-c7 it was reported via clinical study that on (B)(6) 2007, the patient underwent cervical fusion. Post-op, on (B)(6) 2011, the patient experienced dysphagia and difficulty swallowing. On (B)(6) 2011, the patient underwent an additional surgery (transnasal fiberoptic laryngoscopy) due to this event. The patient also presented for an office visit on (B)(6) 2017. After 120 month follow-up visit, the patient can swallow without difficulty. The adverse event has now been resolved.